Event description:
It was reported that the blue lever broke off of the device and blood could not be transferred to the blood bag. About 510 ml of blood was discarded. It is unknown if pre-donated blood was needed. There were no adverse consequences reported.

Manufacturer narrative:
Only the blue drain lever and a piece of the plunger were returned inside a plastic bag. The loose drain lever condition was observed and confirmed. The drain lever was found disengaged from plunger. The plunger was observed broken between the 3rd and 4th o-ring.